Event description:
Spoke with pt who reported that she went to switch pumps and when she did, she noticed the battery was dead on her pump (sn: (B)(4), maint: 03/21/2019) and when she charged the battery, the programming was gone. She said there was no option to go to delivery program and it was asking for a code. Informed her that internal battery of pump only lasts 48 hours, so programming may have been erased since it was dead for around this time. No other info known. Malfunction did not occur while in use and did not cause any harm. Yes - we are replacing and returning. Dose or amount: 39.5 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.